Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used in gallbladder during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was being used to treat a malignant stricture due to cancer in the gallbladder with hilar block. Reportedly, the patient¿s anatomy was tortuous. During the procedure, the open meshes came out of the catheter and the physician was not able to deploy the stent. The stent was reconstrained and removed from the patient. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed the stent was damaged and the stent wires were perforating the sheath.

Manufacturer narrative:
(B)(4) stent damage. (B)(4) stent wire perforation in the sheath. A visual examination of the returned device noted that the stent wires had penetrated the outer sheath and initially the stent failed to deploy. The device was dissected at the guidewire access port and there were no issues advancing and withdrawing the inner sheath. The inner sheath was then withdrawn from the outer sheath and the stent was able to be deployed. Visual examination of the stent determined that distal wires were uncrossed, consistent with the position of the perforation on the outer sheath. No other damage or issues were noted to the device. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.